Event description:
It was reported that the lv was capped due to a threshold increase. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 7427, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: implantable neurostimulator; product ID 7495lz66, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension; product ID 7495lz66, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from a consumer on (B)(4) 2017 wondering if they still had any leads implanted. The patient did not know if all of the leads were removed at the same time or if a lead was left in the body. Per registration the patient had no leads implanted. The patient had an x-ray of the chest and they did not see any leads.